Event description:
Philips received a complaint by the customer on the v60 indicating that the base assembly on the stand was damaged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the base assembly on the stand was damaged. The remote service engineer (rse) provided the customer with the part number of the replacement base assembly for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 25apr2025, 11may2025, and 21may2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.